Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient only had the normal healing process and did not get infected. The patient had notified the doctor and had them assess the area and there was nothing out of the ordinary for post-op incisions.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a290, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025; brand name: vectris surescan; product ID: 977a290 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported they had an infection post-implant. Two of the incisions had an infection and the worst was at the site of the stimulator. The caller states the second day after surgery the incision(s) were red, swollen and were 102-103 degrees. On (B)(6) 2025, the saturday after the implant procedure, the whole area/region of his body and the surgical glue gave way and a whole bunch of stuff came out per pt. Agent advised the caller to continue to monitor the situation with his provider. No device issues reported.